Manufacturer narrative:
Eval summary: pt is a male and medium build and activity level. Articular surface component shows evidence of deformation damage and material chip off from the superior end of the spine post. Part shows minimal wear to the condyle surfaces and the backside of surface. X-rays are not available for review. Cause cannot be definitively determined. Eval: articular surface exhibits fracture damage to post. Device also exhibits minimal wear to condyles and backside. Scanning electron microscopy analysis micrographs shows pitting and third body wear particles were observed. Majority of particles showed na, k, and ci. Particles showing al, si, ca, s and ti were also seen. Scanning electron microscopy analysis examination of damage on post showed fracture surface of broken fragments that indicated an overload fracture mode. Wear on underside surface was also shown. Energy dispersive spectroscopy analysis of articulating surface showed a carbon peak typical of uhmwpe. Device history records indicate device manufactured to specification.

Event description:
It was reported that the device was implanted in 2007. The device was revised in 2007, due to the knee being unstable.